Manufacturer narrative:
Internal complaint reference case - (B)(4).

Event description:
It was reported that during an acl procedure, the locking pin of the healicoil broke off into the patient. It was successfully removed from the patient. It is unknown if a backup device was available. However, no delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during an acl procedure, the suture clamp was tightened, the healicoil screwed in and inserter was removed but then it was found a locking pin floating in the joint space that was removed from the patient. It is unknown how the procedure was completed. There no surgical delay or further patient complications reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device itself was not returned. The plastic piece that had broken off was returned in a plastic cup. The piece was identified as the internal locking plug. There was some plastic deformation present at the end of the piece. Images are attached. A functional evaluation of the returned device is not applicable as a visual failure was reported. It was determined the device did not contribute to the reported event. The complaint was not confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the inspection process found that each component should be visually inspected for all non-conforming attributes defined in the procedure. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. Per report, the internal locking plug was removed from the patient. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.